Event description:
Information received indicates the right siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch was sticking. The technician cleaned the siderail latch to repair the bed.